Manufacturer narrative:
Section d10: correction. Section h3: additional information. Manufacturer's investigation conclusion: a specific cause for the report of sepsis and the patient¿s outcome could not be conclusively determined through this evaluation. The evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported events. It was reported that the patient expired on (B)(6) 2019 due to septic shock. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. During disassembly of the returned device, loosely coagulated blood mixed with soft, gray clotted blood was observed in the lumen of the inlet tube, the interior of the outflow graft, the interior of the graft attachment, and the interior of the pump outflow. Further loosely coagulated blood was observed in the interior of the pump cover, on the rotor, and in the rotor well. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. Visual inspection of the smooth and textured surfaces of the device did not reveal any developed depositions or thrombus formations which would have contributed to a flow or functional issue. The lvad log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists sepsis and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient became septic post implant, patient was placed on ECMO. Patient continued to deteriorate and hm3 and ECMO therapy were terminated by clinicians. Autopsy to be completed. No further or additional information was provided.